Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented due to syncope. Interrogation found right ventricular (rv) pacing impedance measurements were high and out of range. Additionally, there was no rv sensing or pacing. It was reported the patient had an escape rate of 25 beats per minute. An invasive procedure was performed. The rv lead was surgically abandoned and the device was explanted. A new system was successfully implanted. No additional adverse patient effects were reported.